Event description:
It is reported that the device was implanted in 2007. Post op it was discovered that the tibial component and the femoral component were not a recommended size match. The devices remain implanted and the doctor will monitor the patient's progress.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: a review of the device history records indicate that the components were labeled to specification. The label for the all-poly stemmed tibial component specifically states "for use with femoral c,d."